Event description:
It was reported that the patient had an artificial urinary sphincter (aus) initially placed due to severe urinary incontinence after a radical prostatectomy. Some time later, the patient developed erosion and urethral stenosis caused by the device. A revision surgery was requested to possibly replace the aus components. The patient was said to be stable.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with artificial urinary sphincter (aus) procedures and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists erosion and urethral stricture as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) initially placed due to severe urinary incontinence after a radical prostatectomy. Some time later, the patient developed erosion and urethral stenosis caused by the device. A revision surgery was requested to possibly replace the aus components. The patient was said to be stable.